Event description:
Information received indicates the bed has a high ground resistance reading due to broken ground in the ac power cord plug.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.